Event description:
It was reported that the armada 14 percutaneous transluminal angioplasty balloon catheter was advanced to the totally occluded, moderately calcified lesion in the posterior tibial artery near the foot. Upon inflation of the balloon, it would not inflate. A leak at the hub was noted. Just after pulling the catheter (not at hub) a little bit to remove it from the anatomy, the hub detached from the catheter. There was no adverse patient effect. There was no significant clinical delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to a leak at the y connector was able to be confirmed through device analysis. It is likely due to a failure of the bond, allowing fluid to leak out the y connector. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leaks was noted by the manufacture. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.